Manufacturer narrative:
.

Event description:
The advocate stated his father received a blood glucose reading of 376mg/dl on the contour meter, re-tested on a different meter and the reading was 158mg/dl. The difference between the readings falls in the "c" zone of the consensus error grid, making the difference clinically significant no adverse event was alleged. The advocate was advised to return the test strips for evaluation. Replacement test strips were sent to the customer.